Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014 the patient was admitted into the hospital with transient ischemic attack symptoms. The patient also had elevated lactate dehydrogenase/plasma free hemoglobin. The pump was reportedly functioning as expected, and no alarms were reported. The patient was reportedly later discharged. Additional information has been requested, but none has been provided at this time.

Manufacturer narrative:
(B)(6). The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The patient remained ongoing at the time of the event. The device was not returned. A correlation between the device and the reported stroke and elevated lactate dehydrogenase (ldh) could not be conclusively determined. Elevated ldh is an indication of hemolysis. The instructions for use lists stroke and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.